Manufacturer narrative:
(B)(4). Physio-control further evaluated the customer's device. It was observed that the reason there were no voice prompts, as originally reported, was that the device was not able to power on. Physio observed that the device's lid spring fell loose from the lid, when removing the lid from the device. The lid was not bound, or hung up on the device when removed. Physio further observed that the lid latch was keeping the device powered off. Physio then removed the device's switch wire harness for further examination, where it was determined that the cause of the reported issue was that the lid relay was electrically shorted with no magnet. This prevented the device from powering on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device would not provide voice prompts upon powering on. As a result, the device end user would not receive instructions on how to use the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.